Event description:
The hcp reported a programming error. The pump reservoir is filled with 500 ug/ml intrathecal baclofen, but 2000 ug/ml is programmed to infuse at 790 ug/day. The pt is being underdosed by receiving 197.5 mcg/day, however, the hcp reported the pt is asymptomatic. Based upon the timing of the programming error, corrections were made without the need to program a bridge bolus.